Event description:
Report rec'd from the hospital indicated that a pediatric low pressure valve was implanted (unk date) in a female pt presenting with sub-occipital cysts. On june 5, 1998, the valve was reported as malfunctioning and was explanted and external drainage system. Pt condition was reported as satisfactory.